Event description:
The customer reported they were having issues with ion selective electrode (ise) sodium patient results on the c501 analyzer. The customer stated that they replaced all reagents, recalibrated, and ran quality controls. The calibrations and controls were acceptable and ise checks also passed. The customer then started experiencing problems with patient samples recovering high for ise sodium. The ise sodium patient results were recovering anywhere between 150 and 171 mmol/l. Samples were not repeated at that time. Because their other system was down for the same issue. The customer suspected an issue with the internal standard reagent. It was suspected that the reagent may have been frozen in transit, since there was a delay in shipment of the reagent due to weather conditions. The customer borrowed internal standard reagent from another site. Ise tests were calibrated successfully and controls were within ranges. Samples were repeated and the customer stated that they had to correct several ise sodium results from an unknown number of patient samples. Repeats of samples recovered in the 140 mmol/l range and these repeat results were believed to be correct. The customer later provided one specific example of an erroneous ise sodium result from one patient sample. This sample initially resulted as 152 mmol/l on a different c501 analyzer. The sample was repeated and resulted as 152 mmol/l on this c501 analyzer. All erroneous results were reported outside of the laboratory. After the internal standard reagent was replaced, the sample was repeated on a different c501 analyzer and resulted as 146 mmol/l. The repeat result was believed to be correct. No patients were adversely affected due to the event. The ise sodium electrode lot number and expiration date were asked for, but not provided. The c501 analyzer serial number was (B)(4). The field service representative discussed the issue with the customer and it was determined that the issue was caused by the internal standard reagent. The instrument was found to be running within specifications after replacing the internal standard reagent. The customer has verified that they did not have any further issues after replacement of the internal standard reagent and declined any further service.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Patient identifier (B)(6) for information related to the other mentioned c501 analyzer.